Manufacturer narrative:
Unit received with blank display, problem isolated to lcd board. Unable to perform operating currents, self-test, a21 error test and displacement test or verify a21, 17, a47 alarms due to blank display.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarm. The customer¿s blood glucose was unknown. The customer reports that they were able to clear the alarm. Customer was able to complete rewind. The customer reported that they had performed the self test and the test was passes. The troubleshooting was performed for power error detected alarm. The customer was advised the insulin pump will need to be replaced and advised to revert to the backup plan. The insulin pump will be returned for analysis.